Event description:
It was reported that during an unk case, the device got hot at the tip. No further info is available. Unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.